Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure during system power up. After applied behavior analysis (aba) troubleshooting, 19/20 flat flex cables (ffcs) were tested with the gold ffcs and the golden embedded serializer patient manipulator (espm) board, but an error still occurred. When the psm was rotated toward the right side, it threw an error. The main wiring harness had a short. The main wiring harness and espm printed circuit assembly (pca) would be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the procedure was completed with another da vinci surgical system. The fse was able to reproduce the reported problem. The fse tested the movement of patient side manipulator (psm) 3, and it failed the test. The movement of psm 3 was disabled after powering on the system. The fse reviewed the system logs and found errors 23 and 30 occurred many times. The fse swapped psm 2 with psm 3, and the issue would follow. The fse confirmed psm 3 was the root cause of the issue. The fse replaced the psm to resolve the reported problem. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by an isi fse. The fse identified errors 23 and 30 pointing to psm 3. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that they encountered error 802 and then error 281. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle the system and perform an emergency power off (epo), and the system powered back on successfully with no further error. The customer also informed the tse that the error occurred before but could not provide the event date. The customer called back in during the same procedure to report that the repeated non-recoverable 281 fault was still present. The customer reported that the issue was observed earlier in the same procedure and was resolved with a hard power cycle of the system. The system was working fine for an hour, and then the non-recoverable 281 fault occurred again, which could not be resolved with a system power cycle. The tse had the customer check all blue fiber cables and perform another hard power cycle with no success. The procedure was converted to another da vinci surgical system with no reported injury. On 17-oct-2021 and 18-oct-2021, isi followed up with the customer and obtained the following additional information: the system was reportedly inspected prior to use, and error 282 occurred when the system was powered on, but the error did not stop the customer from continuing. It was confirmed the procedure was converted to another da vinci surgical system and completed robotically with no reported injury.